Event description:
Subsequent to the initial report, the following information was provided: the physician felt more friction than normal on the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an occluded lesion in the mid right coronary artery (rca). When the pilot 50 guide wire was un-packaged, the physician commented that he did not think that the guide wire was a pilot 50 guide wire. He stated that the appearance (color) and feel of the guide wire was not like a pilot 50 guide wire. The device was not used on the patient. A new pilot 50 guide wire was opened and used. Pre-dilatation was performed with the procedure was completed by implanting a xience xpedition stent. There was no clinically significant delay of procedure reported. The final procedure outcome was reported to be successful. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The physical properties of irregular texture and different appearance were not confirmed via returned device analysis. Based on the visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for irregular texture and color reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.